Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for ketoacidosis while using the infusion device. The patient passed out and a friend called the emergency medical services. They took the patient to the hospital. The type of treatment given to the patient and the blood glucose results were not provided. At the hospital, they realized the battery compartment spring had loosened at some point. It was reported that the infusion device shut off without first displaying an e-2 message. The patient was currently still in the hospital. Return of the suspect device was requested for evaluation.